Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient and event information.

Event description:
Related manufacturer reference number: 3006705815-2021-05419. It was reported that a trial patient was hospitalized and placed on ventilator for possible sepsis after implant of trial leads. The physician believes that the scs trial system and the procedure are not related to patient¿s condition. As a result, the trial leads will be removed by the hospital. This is all the information we have.